Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was severely worn. The coating of the probe and the grasping section were partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad and the coating of the probe were damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). And it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel and tweezer. Otherwise, the grasping section, ptfe pad or probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a pancreaticoduodenectomy, the subject device was used. In the procedure, probe damage error occurred and the subject device could not be used. The intended procedure was completed with another device. There was no patient injury reported. On may 18, 2018, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn and the coating of the probe and the grasping section were partially missing. This is the report regarding the severely worn of the tissue pad and the missing of the coating of the probe and the grasping section.